Event description:
The patient reported that the ok button does not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be torn around the ok keypad button and in between the up arrow and contrast button. The up arrow, down arrow and ok key contacts were also missing and the key flex was exposed. Investigation revealed that the ok button was unresponsive to button presses on the keypad. All of the keypad buttons did not spring back and click back as expected. Unrelated to the complaint, evaluation revealed a cracked battery compartment which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.